Manufacturer narrative:
(B)(4). The device has been received; however evaluation has not yet begun. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set experienced a leak during use. The leak occurred from a broken spike. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The transfer set was analyzed. Clear passage and clamp functional testing were performed with no issues noted. Visual inspection revealed a broken spike. Furthermore, leak testing also identified a leak where the spike was broken. The reported issue was confirmed through sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.